Event description:
It was reported that a freestyle libre 3 plus sensor was started using the libre app instead of the ilet app, resulting in the sensor being paired to another device and unavailable for connection to the ilet system. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Customer support included troubleshooting and user education regarding correct sensor pairing with the ilet app. Investigation of this case revealed user setup error causing the sensor to be in use by another device, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.